Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the blood glucose ran high. The blood glucose reading was 600 mg/dl. The drive support cap appeared normal. Air bubbles were noted in the reservoir and the caller was assisted in priming them out. The insulin was stored cold and the caller was advised that the insulin be used at room temperature. Insulin did not exit with a manual prime, but no leaks were observed. The infusion set was removed and the cannula was straight. The time and date were correct. The bolus history displayed all entries based on the customer's recollection. The caller also reported a no delivery alarm that had been resolved with a complete set change. The caller was unable to perform the high pressure test and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.